Event description:
It was reported that the (iab) intra-aortic balloon catheter was inserted while the patient was in the (ICU) intensive care unit and the patient received iab therapy successfully until the 4th day. On the fourth day the pump alarmed and the pump stopped. The staff realized that there was blood in the helium tubing. The iab was removed and the (md) medical doctor determined that the patient did not require iabp therapy because he was stable. There was no reported patient death, injury or complications. Surgical/medical intervention was not required. Iabp therapy was not delayed/interrupted. The patient outcome is fine. (B)(6) 2015, additional information received: the patient did not have seriously torturous vessels. The md used a sheath in insert the iab, the insertion site is unknown. It is unknown how much blood was found in the helium tubing. The iab was removed in the normal fashion, iab and sheath as one unit. The patient received iabp therapy for four days and in that time the patient might have moved. The patient outcome is fine.

Manufacturer narrative:
(B)(4).